Event description:
The following was reported to hamilton medical ag: summary: buzzer defective and self-test failed alarms were coming.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective correction: replaced mainboard.